Manufacturer narrative:
Pump received with stripped battery cap coin slot and broken off, scratched display window, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked display window corner. Unable to perform displacement test due to battery and metal of battery cap stuck inside of the battery compartment with glue and wires. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's battery cap threads were stripped. Customer also stated their battery cap has fallen off. Customer stated the damage was not caused by a vehicular accident. Customer's blood glucose was 161 mg/dl. No additional information provided.